Event description:
The lay reporter/ wife and son contacted lifescan (lfs) on behalf of the patient on november 25, 2006 alleging high readings on the patient's one touch fasttake meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas also listened to the recorded call and obtained the following information: at 8:00 am the patient tested his blood glucose and obtained a 93 mg/dl on his fasttake meter. At the time of testing the patient was stumbling and disoriented. He ate breakfast, which consisted of waffles and his symptoms got worse. Paramedics were called at 8:30 am and they arrived by 8:45 am. Paramedics tested the patient using their meter and obtained a 19 mg/dl. The patient was treated with IV glucose and was taken to the ER. The patient was treated in the hospital; however, the reporter, the wife, and the pt do not recall the reading in the hosp or what the pt was treated with in the hosp. The patient was released around 11:30 am the same day. The technique of applying the blood on the test strip was unk. The patient had been cleaning the puncture area incorrectly. The test strips were in good condition and not expired. A quality control test was not done, since the control solution was expired. No further clinical information was provided. It would have been helpful to know readings prior to the event, his diabetes regimen, reading in the hospital and what lead him to become hypoglycemic. Customer care advocate (cca) sent the patient a replacement meter and testing supplies. The complaint is being reported since the patient's symptoms did not correlate with the lfs meter reading. The patient was treated for hypoglycemia by the paramedics and was taken to the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.